Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the hospital ER, a merlin.net transmission indicating battery performance alert was sent to the device clinic. Device reached end of service few days after elective replacement indicator. Premature battery depletion was noted. There was no capture and pacing lead impedance was out of range low on both right atrial and right ventricular leads. Device was explanted and replaced. Device could not be interrogated at the time of procedure. Rv lead was tested and functioned normally. The patient was in chronic af and capture threshold in the atrium was not available. Atrial pacing lead impedance was high and out of range. The atrial lead was reused and not replaced because of chronic af. Device was reprogrammed and the procedure was completed. Patient was stable throughout the event.